Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during the procedure, the blue distal tip of the device split. No portion of the tip detached. No visible damage was noted to the device prior to introduction into the patient or to the device packaging. The procedure was completed with an autotome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."based on the device analysis, which indicate that the working length was found to be ripped from the brown band to the tip, this is now considered a reportable event.

Manufacturer narrative:
(B)(4):a visual examination of the returned device found that the extrusion at the distal tip was ripped from the wide brown band, where the manufactured open guide wire channel ends, to the tip. The closed extrusion was torn open through the distal tip, splitting the tip. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed no similar complaints for the specified batch number. The investigation concluded that the torn distal working length and tip are likely due to excessive force when removing/separating the guidewire from the sphincterotome. Therefore, the most probable root cause classification is operational context.